Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 20 mmol/l (360 mg/dl) while wearing the pod on the back. At the hospital, the patient was placed on an intravenous (IV) therapy and insulin was administered.